Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a procedure for repair of incision and laceration of perineum in (B)(6) 2020 and suture was used. During the procedure, the suture had the sign of breakage in the newly dispensed suture when it was opened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.